Event description:
It was reported that this implantable lead may have a conductor fracture. The health care professional (hcp) contacted technical services (ts) for assistance in programming for a surgery, but it was undetermined if the surgery was related. No other information was provided. No additional adverse patient effects were reported. Evidence suggests that this lead remains in service.